Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were made. The patient was stable.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable.